Event description:
Merge hemodynamic monitoring system during case showed inaccurate hear rate (hr) (30's), patient was placed on anesthesia monitor hr (70's). Merge vendor notified and came out, report to our biomed department, unable to identify cause of issue; noted routinely occurring. System continues to present a risk as it continues to fail at delivering actual patient hemodynamics, which includes but not limited to random blank or zero spa)2 levels, random hr of 30 or 0, random system blanking out during mid case. The OEM has in fact been present for several of these occurrences, however have yet to understand the root cause.